Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: non union l4-5. Failure of hardware with l4 broken screw. Patient underwent the following procedures: lumbar percutaneous surgery with spinal fusion, l2 to s1. Removal of hardware, l2 to s1. Application of hardware. Decortication of lumbar spine, l2 to s1. Application of autograft, allograft and bmp. Fluoroscopic guidance and interpretation. Bone marrow aspiration. As per-op notes: l4 screws were placed. Spinous processes and lamina were decorticated and autograft, allograft and bmp were placed, also bone marrow aspirate. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.